Event description:
The site reported that approximately 10-12cc of air was injected during the first injection. CPR and medication were administered and an intra-aortic balloon pump was inserted. After the procedure, the patient left the lab in stable condition and was later discharged and sent home. The site determined that the physician did not flush the system properly and they felt that it had nothing to do with the medrad products.

Manufacturer narrative:
The disposables that were in-use during the reported event were discarded by the customer and therefore, could not be evaluated by medrad. Additionally, the site was unable to provide the lot numbers of the disposables that were in-use; however, our records indicate that this site received the multi-patient disposable sets (mpat) from lot numbers 820007 and 820008, which are currently under recall for flash in one of the molded plastic components. Although we are unable to confirm the presence of flash without returned product, it is possible that the device used during this event may have contributed to a malfunction, as defined in (B) (4). A service check on the injector was offered to the site and was declined. Additional applications training was performed.